Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perfoation') in an adult female patient who had essure (batch no. 824489) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia and fatigue outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fatigue, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she had received treatment for following events" pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test-(unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: pfs received new reporter information and lot no was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perforation') in an adult female patient who had essure (batch no. 824489-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia and fatigue outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fatigue, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she had received treatment for following events" pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test-(unspecified) bilateral occlusion. The lot number reported (824489) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perforation') in an adult female patient who had essure (batch no. 824489-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia and fatigue outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fatigue, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she had received treatment for following events" pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test-(unspecified) bilateral occlusion. The lot number reported (824489) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perfoation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia and fatigue outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, fatigue, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she had received treatment for following events" pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), migration, perforation, fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: essure confirmation test-(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ migration/perforation, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding and fatigue¿. Reporter, demographics; essure indication (amended), essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.